Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, they have found that 3-unit of boxes from different cartons has torn labels. *no patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4739 - gas exchanger. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1570 - shipping damage or problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 4246, 4308). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation finding: 4246 - transport/storage problem identified. Investigation conclusions: 4308 - cause traced to transport/storage. The returned samples were inspected upon receipt. The labels were confirmed to be damaged. Photos were provided also which shows that the boxes were once wet. All capiox units are 100% visually inspected during and after packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Torn label.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 1, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer); e1 (initial reporter - corrected medical facility address); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report); h2 (follow-up due to additional information and correction); h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Torn label.